Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The customer confirmed that the product is not being returned. Per doc-035405 natus eds 3 external drainage system - risk analysis spreadsheet (ras), hazard ID - 5.1, severity 11- critical, the risk is considered moderate. Serial number not provided. Further investigation to be carried out.

Event description:
Nt821731c, eds 3, gen ll, no catheter - the customer notes they have a drain malfunction, where the back handle of evd broke on pole. The drain started to fall and was caught. The drain was replaced. The customer confirmed there was no patient injury.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). The customer confirmed that the product will not be returned. Serial number of the affected part was not provided. No associated capas. (B)(4). Review of medical device hazard analysis shows incident to identify as an acceptable risk. The root cause of the complaint could not be confirmed as the unit was discarded by the customer. Review of the device history record could not be performed as the customer did not report the lot number of the device. The eds product complaints are monitored for trends. Failure mode: unconfirmed/ no device returned.

Event description:
Nt821731c, eds 3, gen ll, no catheter - the customer notes they have a drain malfunction, where the back handle of evd broke on pole. The drain started to fall and was caught. The drain was replaced. The customer confirmed there was no patient injury.